Event description:
There was a report of issues with a tandem pump where the battery life was diminished, draining within a day, and the buttons either stuck or failed to respond. There was no adverse impact to the customer¿s blood glucose level. The customer decided to continue with the current device and declined any follow-up.